Event description:
The customer's family member originally called with a question concerning the estimate details screen. During the call the family member mentioned the customer had been hospitalized five days ago for high bgs. Technician assisted with reviewing the pump histories and there were no significant findings. Explained the two high bg rule.